Event description:
On (B)(6) 2014, this patient underwent reintervention for treatment of a type I endoleak and was implanted with a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. The patient had previously been treated for a descending thoracic aortic aneurysm with gore® tag® thoracic endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
Further investigation determined a lot number for the original implanted device. This event was previously reported on (B)(6) 2014 under medwatch #2017233-2014-00651. Medwatch #2017233-2015-00118 reported on (B)(6) 2015 is hereby retracted.

Manufacturer narrative:
.